Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer had overfilled the cartridge. Tandem technical support advised the customer against overfilling cartridges. A new cartridge was loaded to address the issue. Customer's blood glucose level ranged between 300-400 mg/dl.